Event description:
The customer reported that the system's screens would not light up. The system would not boot up. There is no report of patient injury associated with this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The 3v battery was replaced. The system was then found to be operating as intended.